Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/29/2020. Corrected information: d3,g1,g2. Additional information: d10. H3 evaluation: one detached needle of product was received for analysis. During visual inspection of the needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted, and marks were observed on the body needle that appear to be by the use of a surgical instrument. In addition, the suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was used to complete the procedure? No further information is available. Was the surgery completed successfully? No further information is available. Was the needle piece removed from the patient during the same procedure? No further information is available. Were x-rays taken to locate the needle? No further information is available. A manufacturing record evaluation was performed for the finished device lot pbk490, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic ob-gyn procedure on an unknown date; and a suture was used. During the procedure, the suture pulled off from the needle while passing through the tissue. It was not a control release needle. There were no adverse consequences to the patient reported. No additional information could be provided.